Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. It was reported that the manufacturer representative (rep) stated that the patient's pump was read by the healthcare provider (hcp) and it showed it was stalled and had been stalled for 1092 hours. The patient did not have any symptoms suggesting the pump was actually stalled. The manufacturer's technical services specialist (tss) reviewed telemetry mode. The rep did not think the patient had an MRI. Tss recommended checking logs for the actual stall date, as 1092 is the maximum number of hours the pump can calculate so actual stall date would likely have been longer ago than that. Tss also reviewed reading pump again and checking for a recovery log which would confirm it was in telemetry mode. Additional information was received from the manufacturer representative (rep). It was reported that the motor stall recovery occurred. The patient had an MRI and their pump was in telemetry mode. The issue was resolved.